Manufacturer narrative:
(B)(4). A visual assessment was performed. The catheter demonstrated signs of use. As received, the wcs did not protrude. However, a functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the small knob and large knobs were turned in the counterclockwise direction. A functional assessment for visualization was performed. The reported complaint of loss of visualization was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was inserted through the working channel port and passed through the working channel; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A device history record (DHR) review was performed and confirmed that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the pancreatic duct on (B)(6) 2018. According to the complainant, during the procedure, visualization was lost. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protruded.